Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. At the time of this report the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers gd892364, gd892216 and gd891911 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.